Manufacturer narrative:
(B)(4). The customer returned an arterial catheter/needle assembly for investigation. Visual examination of the sample received confirmed that a string of material was on the side of the catheter tip prior to decontamination. However, the material string easily fell off of the device and it could not be determined whether it was catheter body material or foreign material. The needle hub showed evidence of use in the form of dried blood. This indicates that components within the kit were used. Visual and microscopic examination of the catheter and catheter tip revealed no issues. The needle was able to advance in and out of the catheter with no issues. A device history record review was performed with no relevant findings. The reported complaint of catheter tip damage could not be confirmed based on the sample received. A string of material was found on the catheter tip upon sample receipt; however, it could not be determined whether the material was catheter body material or a foreign material. Since the kit was opened and components within the kit were used, it is unknown if the foreign material was inside of the kit prior to customer use. In addition, the catheter tip was examined and no issues were found and a device history record review was performed with no manufacturing issues found. Based upon this information, the probable cause of this complaint is undetermined. Teleflex will continue to monitor and trend for reports of this issue.

Event description:
The customer reports the catheter tip frayed during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the catheter tip frayed during use.